Manufacturer narrative:
H10: the customer biomedical engineer (bme) confirmed the touchscreen was successfully replaced to resolve the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from customer biomed reporting the touch screen on the v60 ventilator was unresponsive near the bottom of the screen. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported problem. Touch screen calibration failed to resolve the issue. The rse advised touch screen replacement. Investigation is ongoing.